Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a hematoma and possible infection. The hematoma was evacuated and the cardiac resynchronization therapy defibrillator (crt-d) pocket was flushed. The crt-d remains in use. No further patient complications have been reported as a result of this event.